Event description:
Thi9s complaint is now reportable based on the analysis completed in 01/2006. During a coronary drug eluting stenting treatment procedure, a catheter shaft kink occurred. The 90% stenosed lesion was located in a moderarely tortuous severly calcified circumflex artery. The target area was predilated. The physician was trying to push the taxus express2 3.0x32mm drug eluting stent through the guide catheter when the catheter shaft kinked. The physician removed the entire system and completed the procedure with a new taxus stent. No pt injuries or complications were reported. However, the returned product confirmed that there was stent damage and a shaft fracture.